Event description:
The complainant alleged that the heat exchanger was leaking. The independent repair statement confirmed the heat exchanger leak and identified it as the key failure. In addition the sound box was noted to have the wrong inlet filter. Alarming/red light.